Event description:
A report was received that after the trial procedure, the patient was experiencing erythema around the insertion site. The patient was prescribed with a medication, the lead was removed and the event was resolved. It was believed that the patient's symptoms were related to the study device and procedure.

Manufacturer narrative:
The explanted trial lead was not returned to bsn as it was discarded by the medical facility.